Manufacturer narrative:
The launcher device returned with the distal end still loaded in an introducer sheath. The sheath was significantly deformed, with the entire length of it bunched, giving it an accordion effect. The launcher could not be removed from the sheath, even after immersion of the device in a warm waterbath overnight. The sheath was cut transversely and longitudinally at the suspected location of obstruction, after which it was possible to separate the sheath from the distal curve of the launcher. Significant deformation was observed on the distal end of the launcher. The curve had lost its shape and the outer green jacket was severed, exposing a large hole and wire braid. The wire braid was noted to be fractured at the hole site. Crushing was also apparent to the curve. Wire braid was also exposed. Kinking was noted along the shaft approx. The ID was verified at 0.081¿. The od had a range of 0.062¿ to 0.094¿ at the site of crushing on the distal curve (specification: 0.094¿ +/- 0.001¿). No deformation was noted to the distal tip. No other deformation was noted. If information is provided in the future, a supplemental report will be issued.

Event description:
A launcher device was intended to be used during a procedure. The device was removed from the packaging as per IFU with no issues. It was stated that the device was slightly bent around the ebu curve from the beginning. It was reported that when an attempt was made to engage the coronary artery the launcher kinked and when an attempt was made to remove it got stuck in the 6-7f non-medtronic sheath. Force was applied and eventually the device was removed forcibility and the catheter became kinked. The kinked portion was inside the patient. There is no patient injury reported. Analysis of the returned device revealed evidence of wire braid exposed both proximally and distally, and a hole in the distal section and the wire braid was noted to be fractured at the hole site.